Event description:
The adverse event is filed under aag reference (B)(4). Involved components: nv148t - plasmafit plus cup size 48mm e. - lot 52782741.

Manufacturer narrative:
Additional information/ correction: d9 - product not returned. H6 - codes updated. Investigation results: visual investigation: the joining test of the universal joint with the cup complied with the specifications - it could be screwed on without any problems and also removed again without any problems. The bolt of the cup inserter, which holds the universal joint in position, broke. The broken part is not available to us for examination. The fractured surface shows no material deviations such as blowholes or foreign material inclusions. Explanation and rationale: a definite cause for this failure could not be determined. There is no evidence of a material or manufacturing defect. It could be possible that the pin broke when the cup was inserted while the screwdriver was still in the insertion instrument. During the impacts caused by insertion, the pin probably came into contact (violently) with the screwdriver. As a result, the pin probably broke. In addition, it could be possible that the user rotated the cup opposite the complete impactor to increase the torque while the screwdriver was still in the instrument. Either way, in order to investigate further, the broken part should also be submitted for examination. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability 2(5) of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nt411r - cup insertion instr.w/thread m8x1 cvd. According to the complaint description, the instrument could not be detached from the implant. An additional medical intervention was necessary. Additional information was not available. The adverse event is filed under aag reference (B)(4). Involved components: nv148t - plasmafit plus cup size 48mm e. - lot 52782741.